Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed alarms while connected to power module on his controller. The patient had lvad interrogation and x-ray images of driveline taken, and there were no further alarms after being connected to battery power. Log file analysis confirmed low speeds and they were potentially linked to perc lead issues. Vc stated patient was asymptomatic with stable vital signs, but did have multiple areas on driveline being taped due to tears in outer protective sheath. X-rays of the perc lead showed multiple areas of concern. The clinical consultant requested an ungrounded cable to be shipped to the hospital. The patient was discharged to home with an ungrounded cable to use with power module. Patient had no further alarms on lvad and continued to take warfarin per out patient anticoagulation clinic. It was determined by the heart failure team that there was no clot.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The reported damage to the outer silicone jacket of the driveline could not be confirmed through this evaluation, as no photos were submitted and no product was returned. The submitted log file contains data from 09apr2020 at 08:28pm through 14apr2020 at 07:20am. Several low speed events were captured from 03:54am and 04:38am on 14apr2020, resulting in 62 low speed advisory alarms. The pump speed reached a minimum of 4310 rpm at 04:36:40 am (5090 rpm below the low speed limit). Power was also elevated for the majority of these events, reaching a maximum of 17.0 w at 04:31:57 am. All low speed events appeared to occur while the patient was supported by the power module. The center reported that the patient was asymptomatic during the low speed events. The patient¿s vitals were stable. The patient did have multiple areas on the driveline that were taped due to tears in the outer protective sheath. It was not known if there was recent trauma to the driveline. The patient was discharged home with an ungrounded patient cable to use with the power module. The patient had no further alarms on the lvad. The patient is continuing to take warfarin per the anticoagulation clinic. It was determined by the heart failure team that there was no clot at the time of this event. It was later reported on (B)(6) 2020 that the patient had bloody/dark colored urine on and off over the week prior (reported under MFR # 2916596-2020-03384). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and hmii lvas patient handbook address all system controller alarms (including low speed advisory alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.